Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons were harder to respond, insulin pump screen was blank with zig zag lines across it. The customer stated that insulin pump had failed battery tests, had to change batteries more than once a week, louder noise when rewinding, had to reprogram pump settings when changed out batteries, rewinding was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.